Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 05/15/2023. Root cause: expired product used. Source: web/email.

Event description:
Reported false positive sars result for 1 recently no longer symptomatic consumer. The consumer communicated the result was confirmed negative by another rapid antigen assay. The consumer had been using an expired quickvue otc test kit (off-label use). 2 additional consumer events were communicated which are captured on separate reports.